Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue and resumed insulin delivery. System check was performed with tandem technical support and no issues were identified. The customer's blood glucose was 145-300 mg/dl.